Manufacturer narrative:
This device has been explanted and returned to boston scientific for analysis. This investigation will be updated should further information be provided or upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that the patient with this pacemaker was hospitalized for heart failure. Upon interrogation, this pacemaker was found to have reached end of life (eol) on (B)(6) 2010 and had a magnet rate of <85. This pacemaker couldn't be interrogated, so the sales representative felt the patient's pulse and detected a rate of 50 bpm. A review of her ECG showed paced complexes at 49bpm. A previous interrogation that had been performed on (B)(6) 2010 indicated that the device had reached elective replacement near (ern) and the magnet rate was 90. The device was in vvi mode, pacing at 50 bpm at an auto-output of 3.5v at 0.4ms. The patient was 100% paced. The pacemaker was thought to have reached eol early. Boston scientific technical services (ts) discussed that when the pacemaker is at ert, it will pace at a fixed minimum output of 3.5, and when it reaches eol, it will pace in vvi mode at 50ppm and the amplitude will gradually decrement down as the battery drains. This device was successfully replaced and will be returned to boston scientific for analysis.